Manufacturer narrative:
G4:23dec2020 b4:(B)(6)2020 the cpu board assembly (assy, pcba,cpu,v60) was returned for evaluation. Visual inspection revealed no signs of damage or contamination. A failure investigation (fi) technician installed the cpu board into a fi ventilator to duplicate the reported issue. During the unit testing the cpu board was installed in the fi test ventilator and the customer complaint could not be verified. No fault was found on the returned cpu board. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08jul2020.

Event description:
The customer reported that when the power was turned on the device just before use, the screen turned blank (blackout). The alarm was turning on, and an alarm sound was occurring. The power switch was being pressed in the same way for a couple of minutes, but the issues repeated. The alarm log was inspected, "backup alarm failed, post backup audible failure was observed. The device was not being used on a patient at the time of the event. There was no delay in treatment as a result of this event as the unit was immediately replaced with a backup v60 possessed by the hospital. The device was evaluated by a philips service technician who confirmed that diagnostic codes had been recorded in the diagnostic logs. The reported issue was not duplicated by an operational check performed. The philips technician stated that a failure in the mc (motor controller) board detected simultaneously with a temporal failure in cpu (central processing unit) board. The cpu board and the mc board were replaced for the prevention of recurrence. The device successfully passed operational testing and returned to full functionality.